Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - approx. 10 years ago (exact date unk). Explant date - only the shavings were removed, but item was not explanted. Device available for evaluation - only the shavings were returned. Consultant. Evaluation in process, but not yet complete. Upon completion of evaluation, a f/u report will be sent to the FDA. This report filed (B)(6) 2011.

Event description:
It was reported that pt underwent knee procedure approx 10 years ago. An arthroscopic procedure was performed on (B)(6) 2011 due to pt pain. Surgeon reported the surface of the implant had partially delaminated. The surgeon elected not to remove the implant, but to smooth the surface. The poly shavings were returned to biomet for analysis. No further complications have been reported.